Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 25mm x 2.5mm target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. Pre-dilatation was performed with a 2.5x10mm non-bsc balloon catheter. Subsequently, a 2.50x32mm promus element¿ plus stent was advanced to treat the lesion, however, resistance was encountered. Eventually, the device was deployed at 18atmospheres and post deployment of the stent proximal edge type a vessel dissection was noted. The physician then treated the event with implantation of a 2.75x20mm promus element¿ plus stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.